Event description:
A us distributor returned a monitor had bent pins.

Manufacturer narrative:
Device evaluation of monitor has been completed. The reported problem (bent pins) has been confirmed. Upon investigation the monitor was unable to pass detect and treat testing. The failure was isolated to bent pins on the monitor's belt receptacle. The root cause for the bent pins was unable to be positively identified. There was no adverse event that resulted from the damaged monitor.